Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of implantable pulse generator (ipg) and right ventricular (rv) lead, a parameter check was performed following implant that revealed normal rv threshold, sensing and impedance values. Upon connection of lead to the ipg, parameter check revealed high rv threshold. Pocket revision was performed and parameter check using the analyzer revealed normal values. Physician decided to explant and replace the ipg with a different device. No problems detected after pocket closure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.